Manufacturer narrative:
Explant date: exact date unknown, the replacement occurred in 2020.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement procedure due to an unknown reason.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement procedure due to an unknown reason. Additional information was received that that the ipg was functioning as intended and there were no issues with the device. However, the patient underwent an elective ipg upgrade to accommodate additional leads implanted for a new target pain area. The patient was doing well postoperatively. The explanted device was discarded by the medical facility.